Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to press her insulin pump's buttons harder or multiple times to get it to work. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump rewinds slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a partially unlocked lcd keypad connector noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the rewind anomaly due to buttons not responding.